Event description:
It was reported by the surgeon mr (B)(6) to the sales representative that at a 6 week x-ray check, the blockers on the devices came loose. Replacements have been ordered and sent to the customer, however, the surgeon has requested we check torque performance on the 2 returned devices. At the 6 week check, the x-ray showed that the blocker had loosened. At the 3 month check, the surgeon confirmed that the blocker has actually fused, so there was no need for revision surgery. Both the sales rep and surgeon do not believe that there is actually a specific issue with the torque wrench, but rather the surgeon did not torque enough in the initial surgery. The request is to simply...

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.